Manufacturer narrative:
(B)(4) - additional information has been received. Upon review of the medical records, the patient did not have an ethicon product implanted on (B)(6) 2006. The patient actually had pelvisoft manufactured by bard. Therefore, this is not an ethicon complaint.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05414. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with an exploratory laparotomy, bilateral salpingo-oophorectomy and significant lysis of adhesions. The patient underwent mesh revision/removal concurrently with posterior colporrhaphy on (B)(6) 2013 due to mesh erosion.